Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the relion confirm meter was giving variable readings. Caller is getting variances with meter. He received a 250, hi and 110. There were about 3-4 minutes between each reading. There's an 81% variance. Used a new sample and different finger on same hand. Used the same lancet for each test. Strips have been open for 3. He has had the meter for about 3 months. Always tests on fingers only. There have been no changes in diet, exercise, meds or stress. Washes with soap and water. Squeezes finger to get blood occasionally. I did explain to push the blood and use 2nd drop. He keeps strips in the original bottle and stores in a pantry with no moisture or humidity. Strips have not been exposed to temp or humidity. Replacing product.